Event description:
It was reported that the field representative called technical services (ts) and reported that during a routine check up, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Ts provided programming recommendations. At this time, the rv lead remains in service. No adverse patient effects were reported.